Event description:
An aneurx stent graft system was implanted into a pt for the elected endovascular treatment of an asymptomatic an abdominal aortic aneurysm. The pt had severe peripheral disease, end-stage renal disease and right below-knee amputation. It was reported that after the stent graft was successfully implanted, the physician elected to perform an ilio to femoral artery bypass. It was reported 7 weeks post stent graft implantation, the pt presented with right foot ischemia. The physician removed the infected femoropopliteal bypass graft, ligation of the profunda femoris artery and right above-knee amputation. The pt was referred to an infectious disease physician who recommended that the pt be treated for an endothelial infection and prolonged therapy to prevent infecting other graft material that the pt has implanted. It was reported that pt expired approx 2.5 months post stent graft implantation.